Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to dislodgement. Patient had twiddlers syndrome as he manipulated the device in the pocket resulting in this issue. There were no additional lead performance issues. No additional adverse patient effects were reported.